Event description:
Reported 1 false positive sofia 2 sars result on a symptomatic individual. The customer communicated the result was confirmed negative by pcr testing. Customer reporting 7 other false positive sofia2 sars results that will be reported in separate mdrs. Attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.